Manufacturer narrative:
DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) lead. The rv lead was capped and a new rv lead was implanted. The patient is stable.